Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the critically low battery alarm was due to a degraded battery and a defective main circuit board (pcb). The internal battery and the main pcb were replaced to address this issue. During evaluation, it was also found that the device was failed to complete its internal self-test. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a critically low battery alarm even though the battery was charged. There was no patient injury reported as a result of this incident.